Event description:
The pt had the vns pulse generator implanted 2 years ago, it was replaced d4/24 due to the device not working. The info relayed by the lab associate was the device should last 8 years. Unk where it was implanted.